Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller reported compact plus blood glucose results of 76 mg/dl, 101 mg/dl, 80 mg/dl, 149 mg/dl, 75 mg/dl, 82 mg/dl, and 81 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.